Event description:
It was reported that the 2800 sys would not boot up prior to a case. The clinical engineer reported the surge suppressor was faulty. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was replaced during the service call. The sys was tested and found to be working as intended and put back into service.